Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to insert a new infusion set without the applicator, the needle bent, insertion was painful, and insulin delivery was not established, leading to hyperglycemia up to 400 mg/dl. The user then performed a complete supply change and reconnected to the ilet, after which glucose trended down. Symptoms included headache and thirst. Outcomes included insufficient information to characterize long-term health effects. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue pertained to the cannula with an improper or incorrect insertion procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.